Event description:
During surgical procedure, a spark was noted at the tip of bovie. There was no flame and no smoke but a surgical sponge was cinged. Duraprep was used for skin prep but was completely dry before starting the case. The handpiece and generator were immediately removed from the room. The unit was checked and functioned normally. Additional training is being provided to or staff. There was no injury to the patient.